Event description:
--

Manufacturer narrative:
Most recently, upon further review of the analysis at the boston scientific post market quality assurance laboratory, it was confirmed that indeed, the presence of the flashing did not cause or contribute to the rise in pace impedance. While the pin gage test had failed, in that the plastic flash blockage at the rear exit of setscrew block prevented insertion of a .065 pin gage to end of lead bore. However, there were seal ring marks left by the ra lead indicating the lead was fully inserted. Analysis therefore concluded that the flash in the ra lead bore did not cause or contribute to the ra impedance issues.

Manufacturer narrative:
Upon analysis at the boston scientific post market quality assurance laboratory, it was confirmed that the pacing and defibrillation therapies were available. The ra version 1 setscrew extended and retracted normally. However, the pin gage test failed. Plastic flash blockage at the rear exit of ra tip setscrew block prevented insertion of a .065 pin gage to the end of the lead bore. The presence of this flash in the ra lead bore could have caused or contributed to the ra impedance issues.

Event description:
Boston scientific received information that during elective changeout, this implantable cardioverter defibrillator in association with the transvenous right atrial (ra) lead did exhibit a rise in pace impedance from 500 to 2000 ohms and pacing threshold increase of .5 volts to 3 volts. No noise was reported from the review of electrocardiograms. The ra lead was tested through the pacing system analyzer and impedance was found to be within normal limits. With the replacement ICD, impedance was again found to be within normal limits. There were no reported adverse patient effects.